Event description:
It was reported by the rep that the (1) tx30b was used during a bowel resection procedure. It was reported that the stapler fired but no staples deployed. The case was completed with another device and there was no consequence to the pt.